Event description:
The customer contact reported the device battery was swollen. The device was returned to the biomedical department for an unspecified reason. No tracking info was provided; therefore, specific patient info device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device will not be returned for testing and investigation. It was reported that the battery was replaced at the user facility. This report represents all the info known by the reporter upon query by hospira personnel.